Manufacturer narrative:
(B)(4).

Event description:
The patient was reportedly implanted with an unspecified cook graft(s) to treat her pelvic organ prolapse and/or stress urinary incontinence. No additional details were provided. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.